Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure ((B)(6)) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure ((B)(6)) inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure ((B)(6)) was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure ((B)(6)) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure ((B)(6)): enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the wire is embedded within a minimal amount of tan soft itssue") in a 64 year-old female patient who had essure (ess205) inserted. The patient had a medical history of pelvic pain female. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure device). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure (ess205) administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report. Final diagnoses: left essure device, removal: medical surgical device (essure device). Benign fibrotic soft tissue left fallopian tube excision: complete cross section of benign fallopian tube. Right essure device, removal: medical surgical device (essure device). Preop diagnoses: pelvic pain. Gross description: left essure device: 2 coiled portions of wire that are 0.8 and 10.5 cm in length. This wire is embedded within a minimal amount of tan soft itssue. Left fallopian tube: sectioning reveals a complete lumen. No masses or lesions are identified grossly. Right essure device: 2 partially coiled portions of wire that are 2.0 and 24.0 cm in length. Soft tissue does not accompany the specimen. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Reporter & patient information updated. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.